Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection confirms the reflection cup positioner fractured at the narrow shaft section of the impact pommel. This was likely due to fatigue loading of the weld joint caused by repeated impacts. The device shows significant signs of wear/usage. The device was manufactured in 2017. A medical investigation was conducted and per complaint details the ¿impaction platform broke off during impaction¿ during the procedure; however, ¿all pieces were recovered¿ with ¿no impact on the patient¿. Reportedly a backup was used to conclude the procedure within a 0-30 minute surgical extension. The visual product evaluation reported the device fracture likely due to fatigue and noted the instrument exhibited signs of significant wear/usage. Patient impact beyond the reported use of a backup device to conclude the procedure would not be anticipated as reportedly, there was ¿no impact on the patient¿. Reportedly there was no patient impact from the surgical delay and no patient injury due to the event; therefore, no further medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that the impaction platform broke off during impaction. No piece were left inside the patient. A delay of less than 30 minutes reported. No additional patient injuries reported. An s&n backup was available.